Event description:
Customer received a result of 104 mg/dl on performa nano system 1, and a result of 240 mg/dl on performa nano system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 472695, expiration date 07/31/2015). (B)(4).